Event description:
It was reported that before infusion, the cassette was not recognized. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 28-oct-2022 for error 41541. The latch/lock flex was replaced in that repair, but there is a scar to address supplier issues with the latch/lock flex. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found device in good condition. Functional testing found the reported "not recognize cassette" problem was duplicated. The pump was tested an found latched lock flex sensor is nonfunctioning. The latched lock flex sensor will be replaced. The root cause of the issue could not be determined. These issues are being monitored via an internal ncr, scar and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).